Event description:
As received by customer in, an angiographic syringe contained a hair within the barrel (in the fluid path). The syringe was not used, and there was no patient injury. The syringe was returned for evaluation.

Manufacturer narrative:
The device history record of the reported lot number was reviewd and no quality issues were found. No previous complaints have been received on the reported lot number. Visual examination of the returned device confirmed the presence of a hair within the barrell of the syringe. All syringes are visually inspected for foreign matter during production per our operating procedures. An end-of-lot inspection is also conducted. At this time, these process controls are considered adequate to detect this type of failure mode. All operators involved in the syringe assembly process have been made aware of this event and re-trained on the applicable inspection procedures. The reported event is not occurring more frequently or with greater severity than is usual for the device. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or casually related to any death or serious injury.